Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of rituxan. During set up, while attaching a syringe to the clave secondary port to backprime air from the set, it was reported that the clave secondary port broke off the cassette and leakage of an unspecified amount of the chemotherapeutic agent was noted. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse effects to the healthcare provider. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).